Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 74 mm diameter abdominal aortic aneurysm. The aortic neck was 21 mm in diameter, 14 mm in length and 25 degree angulation. It was reported that the patient had a marginal, short angulated neck, that described as challenging. The final angiogram revealed a slight type I endoleak. The physician modelled the stent graft with a ballooned aggressively and improved the endoleak, but implanted a 28x28x49 endurant cuff which successfully resolved the type ia endoleak and gained 2 to 3 mm of aortic neck under the left target renal artery. The physician stated the cause of the endoleak was the short angle close to the anterior neck. No additional clinical sequelae were reported and the patient is fine.